Manufacturer narrative:
Investigation in progress.

Event description:
The user facility reported water sprayed out of a hose installed to the uv light.the water sprayed onto an employee's clothes. The employee turned off the water supply and cleaned up the water. No injuries were reported. No procedures were delayed or cancelled. No property damage was reported.

Manufacturer narrative:
A steris service technician arrived to inspect the system 1e and observed no water on the floor. In his inspection of the processor he identified a damaged hose. He replaced the hose, tested the unit including running a diagnostic cycle and found the unit operational.